Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2011. The patient experienced pain on and off since the device was implanted, so the physician performed a procedure on (B)(6) 2012, to remove some of the mesh, with the intention of relieving the pain by making the mesh less "fitted." During this procedure, the physician noted that the mesh was bunched-up. He opined that the patient's tendency for forming keloid scarring may have contributed to the way the uphold mesh scarred/bunched in place, and that this could have contributed to the pain. He excised a major portion of the uphold mesh body by cutting through the points at which the body joins the mesh legs, leaving only the mesh legs intact. The physician also noticed and removed a piece of the uphold sleeve, approximately 1 to 2 centimeters in length, from inside the patient. The physician believes that this sleeve piece may have been left inside the patient during the implantation procedure; however, he does not recall the sleeve breaking or a piece detaching during the implantation. The revision procedure was completed with no complications to the patient, whose condition was good at the conclusion of the procedure, and who remained well and stable afterwards. It is unknown if the patient's pain has resolved.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.